Event description:
End user states that unit will not power on, has tried multiple power outlets in the home. Misty called back 7/2. Unable to get in touch with the original dealer. She was given 2 more dealer names.